Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by clinical support and reportedly the customer is using the infusion set for 4-5 day¿s and performing the air removal step with an empty syringe. Clinical support informed the customer that using the infusion set for 4-5 day¿s and performing the air removal step with an empty syringe is off label per the tandem user guide. Customer resumed insulin delivery. Customer's blood glucose was 235 mg/dl.